Manufacturer narrative:
The investigation was started, but is not yet concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported: "in operation (bipap ventilation) failed with an alarm for device error. The patient was not ventilated. There was no injury reported."